Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg+ss test system on a cobas e411 disk. The first patient sample initially resulted in an hcg+b value of 0.381 miu/ml with a data flag indicating carryover. The physician questioned the result because the patient's previous result was in the thousands. The sample was repeated, resulting in a value of 5052 miu/ml with a data flag. The second patient sample initially resulted in an hcg+b value of 185.5 miu/ml with a data flag. The customer repeated this sample due to the first value from the first sample being questioned. The sample was repeated twice, resulting in values of 31.21 miu/ml with a data flag and 192.9 miu/ml with a data flag. The initial value of 185.5 miu/ml was deemed correct.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The customer stated they had issues with analyzer liquid level detection that week. They did not observe bubbles in the reagent pack. The customer replaced reagent packs and calibration and controls passed. The customer primed the sample probe and it worked fine for a few samples, but liquid level detection errors returned. Controls were within range prior to the event. The field service engineer adjusted the pipettor wash water. The measuring cell, gear pump, and rinse tubing were replaced. Preventive maintenance was performed on the analyzer. The analyzer was working within specifications after the service actions were performed. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient maintenance.